Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the was image ok/ clear and no stain or flickering, it passed the water leak test, the inside of the channel was checked with the bore scope which was ok, the insertion tube connector and the lens was good. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during reprocessing, foreign material was falling off from the channel on the cysto-nephro videoscope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no fault with the device was found. Therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.